Manufacturer narrative:
According to the customer, the foley required replacement on (B)(6) 2026 due to the balloon "deflating". The customer reported that they suspect the balloons to have a "hole" in them, due to the identification of a hole in a foley balloon prior to insertion. The customer did not report any serious injury related to the reported incident. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the foley required replacement on (B)(6) 2026 due to the balloon "deflating". The customer reported that they suspect the balloons to have a "hole" in them, due to the identification of a hole in a foley balloon prior to insertion.